Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
The catheter broke off at the hub ((B)(4)). A new device was opened and the distal end crumbled ((B)(4)). Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The pressure monitoring set was returned for evaluation. Upon visual inspection the device appeared to be pulled apart. The wire was twisted, stretched, and wavy. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during placement of a pressure monitoring set, the catheter broke off at the hub. A new device was opened and the distal end crumbled (1820334-2016-01370). No further information was provided regarding the procedure or patient outcome.